Event description:
It was reported the sideport broke away from the sheath during the case.

Manufacturer narrative:
The returned introducer was received with a detached extension tube. Visual and microscopic examination of the device reveals an even band of dried solvent in the correct location, uniformly consistent around the tube. The cause for the reported extension tube detachment remains unk. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. (B)(4).